Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error alarm and no button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error which was unable to be cleared. The customer's blood glucose was 270 mg/dl. The discontinuation of the device was advised. Nothing further was reported.